Manufacturer narrative:
The electrode information was not provided. The field service engineer (fse) performed hardware and precision tests successfully. The investigation is ongoing.

Event description:
There was an allegation of a questionable sodium result for 1 patient sample on a cobas 6000 c (501) module. The initial result was 133 mmol/l. The sample was critically low so the customer repeated the sample on another analyzer. The repeat result from another analyzer was 139 mmol/l. The repeat result was deemed correct.

Manufacturer narrative:
The qc recovery data showed an outlier on the day of the event. The calibration recovery data was within specification. The alarm trace showed an abnormal probe sucking alarm. The investigation did not identify a product problem. The root cause of the event could not be determined. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.